Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been seen by the paramedics with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the patient fell down and lost consciousness. The paramedics gave the patient glucose and his wife gave juice which then rose his blood glucose levels too 300 mg/dl. The patient was released the same day. The pod was worn when seeking medical attention.